Manufacturer narrative:
On 9/28/2020, mentor became aware that the country code in section e1. Initial reporter country code was omitted erroneously. The actual code is USA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and suffered from a right side deflation. As a result, the patient had undergone removal and replacement with unspecified breast implant on (B)(6) 2020.

Manufacturer narrative:
On 3/4/2021, it was reported to mentor that the affected device information has become available: side: left, lot 5908002, serial number (B)(6). In addition, the replacement devices were mentor smooth round moderate profile 300cc. A manufacturing record evaluation was performed for the finished device 5908002 number, and no non-conformances were identified. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On 3/11/2021, it was reported to mentor that the device was discarded. In addition, the patient experienced a capsular contracture. Manufacturer¿s reference number: (B)(4).